Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the early stages of the therapeutic ¿appe¿ procedure, while the surgeon was performing a sealing on the patient, the pads on the sonicbeat peeled off. Due to the weak output of the seal, the ¿ptfe¿ pad was peeling off. There was no falling off of the pad. There was no reported procedure delay. The patient was under sedation. The intended procedure was completed with an olympus backup device. There was no report of patient harm associated with this event.

Manufacturer narrative:
Corrected fields: d7a - single use device , e1 - country, g2 - report source. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to correct the below listed fields. Corrected fields: d4 - lot #, d4 - expiration date, and h3 - device evaluated by mfg?.

Event description:
No additional information received from customer.